Manufacturer narrative:
(B)(4). Evaluation method: work order search. Results: a lens work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The reporter stated that the surgeon implanted the micl12.1 implantable collamer on (B)(6) 2007 and a cataract was diagnosed on (B)(6) 2011. The icl was removed, the cataract was extracted and an iol was implanted. The reporter stated the incident was the result of vaulting of the lens at 5%.